Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a message indicating a possible device malfunction when interrogated. The ICD also delivered an inappropriate shock and ceased pacing. This patient has received radiation therapy performed without shielding the ICD.